Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure on (B)(6) 2004 to treat stress urinary incontinence and a sling was implanted. It was reported that patient underwent partial removal of vaginal mesh and stone on (B)(6) 2009 due to erosion, excision of vaginal mesh on (B)(6) 2010 due to erosion and debridement for necrotic infection and mesh removal on (B)(6) 2013 (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-04473. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.